Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experience hyperglycemia as well as insulin pump had blank display as well as reservoir had leak. The customer¿s blood glucose level was 25 mmol/l and 8.2 mmol/l at the time of the incident. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose level. The customer stated that the insulin pump has been exposed to moisture insulin leaking within the reservoir compartment. The customer removes the battery and stated the insert battery alarm did not display on the insulin pump screen. Customer states the contact on the battery cap was neither missing nor damage. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer states the display did not return after insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.